Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from (B)(6) stating the y-adapter on the trach care catheter broke during use. No additional information was provided in regards to the patient's status. Additional information has been requested but not yet received.

Manufacturer narrative:
Correction: the product information provided has been corrected based on receipt of sample and confirmation with the complainant. The actual sample from the event was received without the original packaging. Per visual inspection, the tip of the adapter was detached from the 3.0mm y adapter. The bond of the y adapter tip was intact, and there was evidence of bond between the body and tip of the y adapter. Inspection of the break point revealed jagged edges. The broken piece of the y adapter was not returned with the sample. The reported event is confirmed, but with unknown root cause. The device history record for (B)(4) was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred.